Event description:
During t2 recon nail surgery, the surgeon confirmed the position of wire of the one shot guide through the x-ray images before inserting k-wire into the pt bone. At that time, from the lag screw hole to the position in lower side, about 2cm though three wires (two solid wires and one dash wire) of the one shot guide looked parallel. The surgeon did not see the image of the one shot guide, and inserted the k-wire while confirming the position of the lag screw hole. The surgery was completed without problem. The surgeon has not been deeply inserting the nail, and he thought the one shot guide deformed.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.